Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report#1627487-2016-02486. It was reported during a recent ipg replacement surgery (reference MFR report#1627487-2016-01887) the physician observed a lead fracture via x-ray imaging. Reportedly, diagnostic testing revealed several lead contacts with high impedance values. As a result, the entire system was explanted during the procedure.